Event description:
It was reported that the patient passed away post magnetic resonance imaging (MRI). The patient received an MRI of the foot due to a systemic infection and it was noted that post MRI the right ventricular (rv) his bundle lead exhibited high and rising thresholds and loss of capture. The physician alleges the lead malfunctioned due to the MRI. The patient passed away in the intensive care unit (ICU) and an implantable pulse generator (ipg) check noted one episode of non-sustained ventricular tachycardia. The cause of death was requested but is not available.

Manufacturer narrative:
Continuation of d10: evfxplus-29 transcatheter valve implanted (B)(6) 2024 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Corrected h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.